Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: vial #1: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. Vial #2: qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
A nurse complained of discrepant high inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to a stago instrument using the neoplastine reagent. The result from the meter was 4.7 inr. The patient didn't think this result was correct. The patient was sent to the laboratory "immediately" and the result was 3.5 inr. The patient was advised to withhold coumadin for 2 days and then his coumadin dose was lowered afterwards based on the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is fine. The meter and test strips were requested for investigation. The patient is not anemic and is not on direct thrombin inhibitors. The patient has been on antibiotics for 3 weeks due to an abscess on his ankle that required surgery. This was not related to use of the device. The patient had been on steroids; however, those were ended at the beginning of (B)(6) 2018. Prior to the event, the patient's coumadin dose had not changed. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.